Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse performed enhanced cleaning, maintenance and recalibration. The fse repeated the samples resulting in high fliers. The fse performed troubleshooting and replaced the buffer and reference valves, tubing, and reference electrode which resolved the issue. Information not provided by customer. (B)(6). (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) and potassium (k) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. Quality control was within the customer's established range prior to the event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.